Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2013-13134) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-13220) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system(MFR report #3005099803-2013-13134) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-13220) were implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.